Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to not hold the pin.

Event description:
It was reported that during routine testing at the MFR, the device would not hold the small pin. There was no patient involvement and no allegation of adverse consequences associated with this event.